Manufacturer narrative:
Continuation of concomitant products: d314trg ICD implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right atrial (ra) lead current electrogram (egm) reveals suspected farfield r-wave over-sensing o bserved. The ra lead remains in use. No patient complications have been reported as a result of this event.